Event description:
It was reported that an altitude alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on how to prevent altitude alarms in the future and was able to resume insulin delivery using the original cartridge without needing a replacement.